Manufacturer narrative:
The manufacturer received information alleging the trilogy ev300 device is not available for clinical use because the device shuts off while it is in use. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The trilogy ev300 was evaluated by a philips remote service engineer (rse), and the customer¿s complaint was not confirmed. During the evaluation, the philips rse recommended that the customer perform a product validation test (pvt) on the device and confirm the battery is fully charged before returning the device to service. The customer was taking the responsibility to correct/repair the device. The root cause isn't confirmed at this time. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.

Event description:
The manufacturer received information alleging the trilogy ev300 device is not available for clinical use because the device shuts off while it is in use. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.